Event description:
It was reported the patient was not receiving effective stimulation. Surgical intervention was scheduled to address the issue. During the procedure, it was noted the scs lead was fractured; subsequently, the lead was replaced. No add¿l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.